Event description:
Philips received a complaint by the customer on the v60 indicating that the fan was not attached to the cart. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the fan was not attached to the cart. The fixing screws to the plates were discovered to not be there. Onsite service is pending.

Manufacturer narrative:
H10: it was reported that the fan was not attached to the cart. The fixing screws to the plates were discovered to not be there. A field service engineer (fse) went onsite and replaced the base assembly to resolve the issue. The fse replaced the base assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.